Event description:
Components explanted on patient left hip and replaced with antibiotic spacer. Components were explanted due to infection.

Manufacturer narrative:
(B)(6). An event regarding infection involving an adm liner was reported. The event was not confirmed. -medical records received and evaluation: insufficient information was received. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Components explanted on patient left hip and replaced with antibiotic spacer. Components were explaned due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 542-11-50e, trident psl ha cluster 50mm, lot code: 68kmpa ; cat. No.: 6276-7-017, mod con dist stem 17 x 155 mm, lot code: caxl835c; cat. No.: 6276-1-125, 25mm mod rev hip bdy/blt +10mmcomponent level 9006-1-125, lot code: 34736601; cat. No.: 626-00-42e, modular dual mobility insert, lot code: 38058102; cat. No.: 6570-0-128, delta v-40 ceramic head 28/0, lot code: 37586101. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.